Event description:
One patient experiencing discrepant troponin t results. Patient initially tested at 09:35 and recovered 0.251 ng/ml. A new sample was drawn from the same patient at 15:35 and recovered <0.010 ng/ml. The new sample was repeated twice and gave results of 0.402 ng/ml and 0.413 ng/ml. A third sample from the same patient was obtained at 21:35 and gave results of 0.617 ng/ml. The initial results were reported. No information provided to determine if results were used to guide therapy. The field service representative was unable to determine a cause for the discrepancy.